Event description:
It was reported to medtronic minimed that the customer experienced injection foot damage. The customer reported no adverse event. The event involved product(s) mmt-105nngyna. Troubleshooting was performed. Black disc broke off the injection foot no harm requiring medical intervention was reported. The customer will discontinue use of the insulin pen. Mmt-105nngyna was returned for analysis.

Manufacturer narrative:
Per visual inspection: no physical damage to injection foot, cartridge holder or inpen front shell was noted. Broken off injection button. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Inpen passed front cap investigation. In conclusion: inpen received with no physical damage to injection foot. Inpen received working as design. No mechanical/physical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of injection foot being damaged could not be confirmed. It¿s difficult to dose normally due to broken off injection button. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.